Manufacturer narrative:
Sections with additional information as of 03-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 150-200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that he went to the hospital at the end of 2019 because he was taking more insulin due to the high readings. Customer stated he obtained false reading on meter and he was taking too much insulin. Consequently, it was dropping his blood sugar. Customer was taking over 17 units of insulin. When he went to hospital, his readings were not that high according to the hospital's meter. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/14/2021 and open vial date is 05/01/2020. The meter memory was reviewed for previous test result history. Result 1: 521 mg/dl date: 5/8/2020 time: 714pm fasting result 2: 598 mg/dl date: 5/7/2020 time: 830pm fasting result 3: 342 mg/dl date: 3/22/2020 time: 755pm fasting result 4: 167 mg/dl date:1/26/2020 time: 743pm fasting result 5: 170 mg/dl date:1/25/2020 time: 1238pm fasting